Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer administered a correction bolus of 10 units instead of the intended bolus amount for 10 grams of carbohydrates. Reportedly, the customer reported that the carbohydrates feature setting was set to on; however, the issue occurred due to human error. Blood glucose (bg) level decreased to 39 mg/dl. The customer went to the emergency room (ER), and was treated with high amounts of carbohydrates and sugared drinks along with multiple blood tests. The customer left the ER with a bg level of 297 (mg/dl). Tandem technical support assisted the customer in successfully adjusting to the desired maximum hourly bolus settings.